Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated overnight hypoglycemia while using the ilet, including an urgent low of 45 mg/dl that prompted self-treatment with a candy bar and a large glass of apple juice, followed by another low alarm around 70 mg/dl later that night, with additional carbohydrate intake including cake; the user later disconnected overnight to avoid further lows and requested additional training on avoiding overcorrection and device use. Symptoms included headache, weakness, and feeling out of it, without loss of consciousness or seizure. Outcomes included disruption of sleep and use of oral carbohydrates to correct hypoglycemia, without medical intervention or hospitalization. Investigation included review of the event details and provision of user education regarding treatment of hypoglycemia and the effects of overcorrection, with scheduling of follow-up training. Investigation of this case revealed no device malfunction and suggested user management factors, including unannounced carbohydrate intake and potential overcorrection, as contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user management factors rather than a device performance issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.